Event description:
Reporter indicated that pt developed an infection at lateral edge of generator by axilla. Further follow-up revealed that the infection was treated with antibiotics and explant of the pulse generator only. It was reported that the lateral edge of the generator by the axilla had thin overlying skin and that there was some drainage present. The device had reportedly migrated and was no longer protruding at the original pocket.